Event description:
I first used poligrip and then super poligrip from 1986 thru 2010. While I was using super poligrip, I began to experience numbness and tingling in my extremities. After falling down, I was diagnosed with neuropathy. Blood test taken at that time showed low levels of copper and ceroplasm as well as high levels of zinc. It appears my neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1986 - 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.